Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that a build-up of procedural (B)(6) (blood, contrast) on the guide wire resulted in the reported difficult to position and difficult to remove; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified, de novo lesion in the mid circumflex (cx) coronary artery. A whisper extra support guide wire was advanced to the lesion. An unspecified balloon dilatation catheter (bdc) was attempted to be advanced and got stuck on the guide wire. The guide wire and bdc were removed from patient anatomy as a single unit. Another whisper extra support guide wire was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.